Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed replace battery now without any prior low battery alarm. The customer¿s blood glucose level was 14.2 mmol/ l at the time of the incident. It was reported that they inserted a new battery but showed alert not working. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.